Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. Upon removal from the patient, the capsule fell off into the physician's hand. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced and tissue was present. The plunger was broken off and the plunger shaft was retracted. The analyst could not determine whether the plunger broke during deployment of the capsule from the delivery system or if the clinician needed to break the plunger to release the capsule.